Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, not all present and a piece was not returned. The blade tip intact and not broken off as reported by the customer. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A batch history record review was performed, and a defect was found during the manufacturing of this batch but was not related to the event description. Additionally, no nc or protocols related to the complaint were created during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. The following information was requested, but unavailable: did the tissue pad melt? Is the tissue pad completely missing from the clamp arm? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? How long was the procedure prolonged? Did this change the plan of care for the patient?

Event description:
It was reported that during a colon resection procedure, the tip of the device broke off and the teflon component detached. The procedure was prolonged for an unknown amount of time. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.